Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the b button was unresponsive as well as motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new battery. Insulin pump had no delivery alarm. Customer stated that the rewind was making clicking sound. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm, rewind anomaly and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump passed self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert, audio/vibrate anomaly, time/clock anomaly, back light anomaly, reset alarm and failed battery test noted. No unexpected resetting time/date after changing battery noted. Insulin pump received with minor scratches on display window and cracked battery tube thread noted. (B)(4).